Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 475 mg/dl and also reported that the insulin pump was not working. The customer did experienced the symptoms such as nausea, vomiting as result of high blood glucose and also using auto mode feature on insulin pump. It was also reported that the insulin pump was damaged and also had pump error. There was crack on retainer ring was crack however reservoir was also able to lock in place. Customer was unable to clear alarm and unable to rewind insulin pump however declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.